Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. After opening the device and evaluating internal connections and components, the device was placed back together and normal operation was observed. After proper device was observed through functional and performance testing, the device was returned to the end user for use. The cause of the reported issue could not be determined.

Event description:
The customer reported to physio-control that with the exception of the on button, none of the buttons on the keypads of their device was not functioning. This issue would prohibit use of the device on a patient, if needed. &#1288;ere was no report of any patient use associated with the reported issue.